Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Additional information received 22jan2018: on (B)(6) 2017 (370 days post-procedure), the 12-month follow-up clinical assessment was performed and the filter was not scheduled to be retrieved due to an ongoing risk for pulmonary embolism. On (B)(6) 2017 (386 days post-procedure), the 12-month follow-up CT of the abdomen and pelvis was performed. There was no filter embolization. There was a grade 3 filter leg interaction with the ivc wall. Analysis of the CT revealed no filter embolization. The angle of filter tilt was five degrees in the sagittal plane and four degrees in the coronal plane. There were eight grade 1 filter legs, three grade 2 filter legs, and one grade 3 filter leg interaction with the ivc wall that affected a vertebral body. None of the grade 2 or grade 3 filter legs were associated with a hemorrhage, hematoma, or other clinical finding(s) observed at the perforation/puncture site(s). On (B)(6) 2017 (399 days post-procedure), the 12-month follow-up ultrasound was completed and revealed no evidence of thrombus in the pelvic veins or lower extremity veins. The ivc was not assessed. Analysis of the ultrasound revealed no evidence of thrombus is in the lower extremities. The ivc and pelvic veins were not assessed. The 12-month follow-up x-ray was not performed.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref#: (B)(4). MFR site: name and address for importer site: (B)(4). Summary of investigational findings: complaint reopened since imaging and additional information were provided stating that filter perforated the ivc. Approx. 2 months after one year follow-up imaging demonstrated multiple grade 2 and a single grade 3 interaction with the wall of the ivc. The grade 3 interaction is posterior, resulting in a primary filter leg abutting the l3 vertebral body, which does not demonstrate any significant reactive changes. In addition, there are no reactive inflammatory changes in the pericaval region to suggest hemorrhage or inflammation from the grade 2 interactions. Based on information provided the exact reason for the filter to perforate the ivc cannot be determined, but it is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this celect-pt filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event and image review. According to the description of event, "the investigator reported major difficulty attempting to retrieve the filter", and filter retrieval was not possible, because the hook was oriented towards the vessel wall. Furthermore it is stated that "the patient experienced an access site infection. Treatment included antibiotics. The investigator determined that the infection was not related to the study device and possibly related to the unsuccessful study retrieval procedure." A celect-pt filter was deployed in an infrarenal location without evidence of significant tilt or immediate penetration. One year later the filter was still in a stable location without evidence of significant tilt or thrombus retained within the filter. On the single projection submitted, the opening of the hook appears oriented toward the patient¿s right and appears located approximately 12 mm from the right lateral wall of the ivc. Given only 1 projection was present, there may be an anterior or posterior tilt that is not perceived on this projection, allowing the hook to abut the respective wall of the ivc contributing to the difficulty with retrieval. Unfortunately, there was no discussion of any advanced techniques used in the attempted retrieval of this ivc filter, so assumingly the filter is still in situ. As to the site infection requiring treatment with antibiotics, site infections are typically a result of post procedure care, if standard sterile techniques were used during the procedure. Furthermore, site infections are not typically related to the actual device, but would be related to the procedure if an incomplete surgical prep was utilized. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). (B)(4). Investigation is still in progress.

Event description:
Additional information received 13jul2017: sometime between (B)(6) 2017 (333 days post-procedure) and (B)(6) 2017 (370 days post-procedure), the patient experienced an access site infection. The investigator determined that the infection was not related to the study device and possibly related to the unsuccessful study retrieval procedure.

Event description:
Additional information received 22jan2018: on (B)(6) 2017 (370 days post-procedure), the 12-month follow-up clinical assessment was performed and the filter was not scheduled to be retrieved due to an ongoing risk for pulmonary embolism. On (B)(6) 2017 (386 days post-procedure), the 12-month follow-up CT of the abdomen and pelvis was performed. There was no filter embolization. There was a grade 3 filter leg interaction with the ivc wall. Analysis of the CT revealed no filter embolization. The angle of filter tilt was five degrees in the sagittal plane and four degrees in the coronal plane. There were eight grade 1 filter legs, three grade 2 filter legs, and one grade 3 filter leg interaction with the ivc wall that affected a vertebral body. None of the grade 2 or grade 3 filter legs were associated with a hemorrhage, hematoma, or other clinical finding(s) observed at the perforation/puncture site(s). On (B)(6) 2017 (399 days post-procedure), the 12-month follow-up ultrasound was completed and revealed no evidence of thrombus in the pelvic veins or lower extremity veins. The ivc was not assessed. Analysis of the ultrasound revealed no evidence of thrombus is in the lower extremities. The ivc and pelvic veins were not assessed. The 12-month follow-up x-ray was not performed.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-1-fem-celect g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: major difficulty retrieving the ivc filter. On (B)(6) 2016, during the index procedure, a celect® filter was placed. Primary reason for filter placement was current deep vein thrombosis with a contraindication to anticoagulation. The inferior vena cava (ivc) diameter at the intended filter location was 25 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter did not deploy prematurely or jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram noted an ivc diameter of 18.8 mm at the filter location. There was no evidence of filter deformation or migration. The angle of filter tilt was 1.3 degrees in the ap view. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after placement. The post-procedure x-ray performed on (B)(6) 2016 (day of procedure) revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis revealed no evidence of fracture, deformation, or embolization. The angle of filter tilt in the ap view was 0.6 degrees and 1.1 degrees in the oblique view. On (B)(6) 2016 (two days post-procedure), the patient was discharged from the hospital. On (B)(6) 2017 (333 days post-procedure), it was determined that the filter was no longer clinically needed. There were no filter legs appearing outside the column of contrast before retrieval. There was no thrombus present in the filter. The right internal jugular vein was used for filter retrieval. The investigator reported major difficulty attempting to retrieve the filter. Additional information received 01jun2017: no additional methods or devices were utilized during the retrieval attempt. The filter was unable to be retrieved because the hook was oriented towards the vessel wall. Patient outcome: the patient remains in the study.